Event description:
It was reported the patient had their knee replaced in 2012. The patient had an intravenous pain bolus and after pressing the button, they were ¿out of it¿ for about five days. The patient was allergic to morphine. After waking up in rehabilitation, the implantable neurostimulator (ins) was ¿not working.¿ it was verified that the ins power was on. It was unknown if they had any falls or trauma because the patient was ¿so foggy¿ with the medication. The doctor reportedly did not think it was the ins or the surgery, but agreed to change the ins in 2013. It was noted the ins was replaced due to normal depletion. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3092, lot# unknown, implanted: (B)(6) 2001, product type: lead. (B)(4).